Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is in used condition. The device has been cycled. There is bio material attached. T1, t2 and suture were returned. T1 was returned freed from the delivery needle. T1 has an extra knot nearby. The suture is blood tainted. T2 with remaining suture were found inside the needle track. The needle rails have been bowed and pinched at points. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. The device still cycles and actuates with slight drag due to the needle alteration. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that the suture of the fast fix came out of the inserter, it could not be used. According to product evaluation there is bio material attached and the suture is blood tainted, t2 remained inside the needle truck. A backup device was available to complete the procedure with no significant delay and no patient injuries.